Event description:
Consumer, who uses a wheelchair, reported getting very poor range and performance from their mk 46 amp hour 12 volt deep cycle sealed gel cell batteries when charging them with a battery charger supplied to them by wheelchair works. They were told by wheelchair works that someone had returned this battery charger because it did not work properly. Wheelchair works subsequently tested the device but found nothing wrong with it.